Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site, as it was discarded; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted in the right eye and then removed and replaced in the same procedure due to a crack in the lens. Provisc was used (acclimatized fully to the operating room temperature) as a cartridge lubricant. The back-up lens was implanted successfully (same model and diopter). No medical or surgical intervention was required. There was no patient injury. The issue was not due to use error. The patient is recovering well. The device was discarded. No further information was provided.